Event description:
It was reported that thrombosis occurred. A 27mm watchman flx left atrial appendage closure device was implanted in (B)(6) 2021. The patient was discharged on 2.5mg eliquis because a groin bleed occurred post procedure. The patient returned two months later for a routine 45-day follow-up transesophageal echocardiography (tee) and it was noted that a clot was present on the face of the device. The patient was instructed to increase the oral anticoagulant medication eliquis to 5mg and take aspirin. A repeat tee is planned in 6 months.